Manufacturer narrative:
(B)(4). The customer stated there was a v1 lead failure. The customer isolated the issue to the trunk cable. A replacement trunk cable did resolve the issue.

Event description:
The customer stated there was a v1 lead failure.